Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the return electrode was not made available for an evaluation.). A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, there are many possible causes of the burn/necrosis to the patients. Specifically, a burn/necrosis can occur if: 1. Settings were too high, activation times were too long (with or without a sufficient cooling phase) resulting in a temperature increase under the return electrode (note: warnings in the esu's user manual address these issues.). Additionally, the warming mat may also have contributed to a temperature rise under the return electrode. 2. An allergic reaction to the disinfectant and/or adhesive on the pad (with or without accumulation of perspiration). Also, the pulling of skin during the removal of a return electrode may cause reddening to sensitive skin. Note: burns caused by incorrect placement of the return electrode (including symmetry errors), detachment of the return electrode, etc. Are generally localized and small. Typically, they do not affect the entire surface of a pad. As a result of the investigation/evaluation, no conclusive determination could be made as to the exact causes of the return electrode burn/necrosis to the patients. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that several patient incidents occurred during surgical procedures with the electrosurgical unit (esu/generator) [note: one of the procedures involved the implantation of a pacemaker.]. The procedures were done on four (4) infants ranging in age from several week olds to two (2) years old. The esu was used with return electrodes manufactured by covidien/valleylab (for children up to 2.7 kg: rem polyhesive neonatal patient return electrode, ref e7512; for children from 2.7 kg to 13.6 kg: rem polyhesive infant patient return electrode, ref e7510-25db). A warming mat from the manufacturer moeck warming systems was also used in the procedures. The return electrodes (also referred to as a grounding pad or patient plate) were placed on the back of the patients. The unit settings were cut mode, effect 2, 25 watts and coag mode, effect 4, 40 watts. The generator's neonatal monitoring system was active. The exact activation modes, activation times, intervals of activation, etc. Were not reported. Upon the procedures, a burn/necrosis was found below the return electrode on each patient (note: the necrosis took the shape of the pad.). The degree of burn/necrosis that occurred on the patients varied from redness to blisters (note: in one case, the necrosis was 3.5 cm to 5 cm.). For at least one of the patients, a wound treatment with gauze and sterile dressing was necessary to address the burn/necrosis.